Event description:
A malfunction with a pump was reported. The issue caused the customer's blood glucose level to exceed 500 mg/dl. No third-party assistance was needed, and the customer managed the high blood glucose level with a correction injection using mdi (multiple daily injections). Technical support resolved to replace the pump, and the customer will use mdi as a backup therapy to maintain insulin delivery until the new pump arrives. The pump is under warranty, and the customer was instructed to return the faulty pump within 10 days using a pre-paid label.